Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 5 days post implant of this annuloplasty ring, the ring was explanted and replaced with a biopro sthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to anatomical issues and partial dehiscence. No ad verse patient effects were reported. If information is provided in the future, a supplemental report will be issued.